Event description:
It was reported to boston scientific corporation that a gold probe was to be used for hemostasis of an esophageal bleed on (B)(6), 2012. According to the complainant, after advancing the gold probe through a gastroscope with a 4.2mm biopsy channel, the probe tip was found to have detached. The physician withdrew the device, and then completed the procedure using another manufacturer's clipping device. At the conclusion of the procedure, attempts were made to locate the tip inside the patient, but it could not be found. The scope was removed, and then further attempts to find the tip were made without success. Reportedly, the physician was not concerned with leaving the probe tip in the patient to pass naturally. Additionally, the physician indicated that there were no device issues prior to use. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a gold probe was to be used for hemostasis of an esophageal bleed on (B)(6) 2012. According to the complainant, after advancing the gold probe through a gastroscope with a 4.2mm biopsy channel, the probe tip was found to have detached. The physician withdrew the device, and then completed the procedure using another manufacturer's clipping device. At the conclusion of the procedure, attempts were made to locate the tip inside the patient, but it could not be found. The scope was removed, and then further attempts to find the tip were made without success. Reportedly, the physician was not concerned with leaving the probe tip in the patient to pass naturally. Additionally, the physician indicated that there were no device issues prior to use. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the ceramic tip fractured and detached. The distal tip was not returned for analysis. Further material analysis revealed that the failure occurred in a high stress region susceptible to side impact force due to its rigid nature. No material anomalies were identified. Functionally, when the handle was actuated, the needle extended and retracted without issue. The condition of the returned incident device was consistent with the complaint that the tip detached. The evaluation attributed the fractured tip to a bending overload. This issue likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.